Manufacturer narrative:
This report is submitted on 30 june 2020.

Event description:
Per the clinic, the patient's device was explanted due to recurring meningitis, its unconfirmed if there has been a recent episode of meningitis, and if more information becomes available, a supplementary report shall be filed.

Manufacturer narrative:
This report is submitted on may 15 2020.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.